Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034931) on 07-apr-2014. The most recent information was received on 15-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ('severe stomach pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required) and libido decreased ("sex drive decreased"). The patient was treated with surgery (essure removal). At the time of the report, the abdominal pain upper had not resolved and the libido decreased had resolved. The reporter considered abdominal pain upper and libido decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: libido decreased. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the reported medical event is not necessarily indicative of a quality defect. No sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received- new event sex drive was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.